Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported "I've had allergan saline breast implants since 2007. Unfortunately I "now suspect that I've been dealing with symptoms of breast implant illness for the past 10 years. I've been diagnosed with a wide array of autoimmune issues since 2014, including hashimoto's thyroiditis, autoimmune inner ear disease, raynaud's syndrome, a positive ana lab result, in addition to shoulder pain and occasionally swollen lymph nodes in my armpits. Does allergan have a publicly available database where I can look up the silicone shells' serial numbers' to see if they have been recalled? I could not find one online. If not, could you please check internally to see if my implants were affected by a recall? I have attached the certificate from the surgeon. I am meeting with a new surgeon soon to discuss explant. I am so upset that my poor decision at age 20 might have caused so much misery". This record is for an unknown side. Device remains implanted.